Event description:
Catheter was indwelling. Went to flush, fluid came out of insertion site, explanted, and no holes found when tested.

Manufacturer narrative:
The complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for eval was a d/l groshong chronic catheter. Dark red residue was seen throughout the sample. The overall assessment of the catheter was unremarkable. The sample was pressurized using water, a hemostat, and a 12cc syringe. No leakage was observed during pressurization. The complaint issue could not be reproduced, nor was a condition observed in the catheter which could have potentially been related to the issue. This type of complaint can occur due to fibrin sheath formation (in which the fluid path can be partially redirected to the insertion site). A lot history review (lhr) of revj1405 showed three other similar product complaint(s) from this lot number ((B)(4)).